Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer had a car accident and almost killed a few kids. The customer was at 140 mg/dl 10 minutes before they went low. The customer was given glucose gel to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller wanted a different pump model as the one they have put the customer in the hospital several times due to over delivery issues. The device will be returned for analysis.